Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was noted that the customer noted that he used the correct display cables and ports for the monitor and tower. Tac instructed the customer to press the "input select" in the keyboard to toggle through the inputs. The customer confirmed that this fixed the issue and could now see the color bar image in the monitor coming. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the high definition lcd monitor displayed color bars. The second monitor did not display image. It was noted that the source was switched and there was still no resolution to the issue. There was no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred before the intended procedure. There was a thirty (30) minute delay to move the procedure to another room. The intended procedure was completed with a similar device.